Manufacturer narrative:
Medwatch sent to FDA on 07/12/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of haematoma, white head blisters which were burst and white came out, soreness, infection, sores, spots, necrosis, pain, ulcers, fever, and scarring are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of haematoma, white head blisters which were burst and white came out, soreness, infection, sores, spots, necrosis, pain, ulcers, fever, and scarring as follows: precautions for use "as a matter of general principle, implantation of medical device is associated with a risk of infection." Undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Haematomas. Indurations or nodules at the injection area. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected to the cheeks with unspecified juvéderm® voluma¿ and to the nasolabial folds and lip with juvéderm® ultra smile. At the time of injection the patient developed a "right sided haematoma in the alar region." An unspecified amount of time later patient developed "three little white head blisters" on their skin which they burst and "white came out." Then later they were sore and the patient burst them again the next morning. Patient went to a doctor because their mouth was very sore inside with white spots and outside seemed to be infected. The doctor prescribed an antibiotic and a cream for the patient's face and "bongella" to heal the sores in the patient's mouth. After 2 days the patient felt a lot better. All of their blisters are gone in the mouth and on the outside too. The patient is also taking neurophen and augmentin in case of infection. The reporting physician reached out to another physician who notes the "spots" are suggestive of necrosis and the fact that the spots are drying up does not necessarily mean the problem is resolving, further explaining that sometimes a "necrotic area will dry up as the delivery of blood and thence tissue fluid to the area reduces." When the reporting physician followed up with the patient they requested feedback about the patient's soreness, pain, blisters, ulcers, and fever. Patient reports they are now "well" with just a little scarring.